Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that during a routine follow up the battery longevity of this device decreased from greater then two years to less then three months since the last check. It was alleged that this device exhibited premature battery depletion. A review of the device data by engineering noted that the power consumption of the device was increasing steadily and the power consumption was expected to continue to increase. The longevity calculations could not be completed due to the device being interrogated with a programmer set to a date in 2004, however it was noted that the device will not deplete to elective replacement indicator (eri) battery status within sixty days. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device was explanted. Should addiotnal information become available this investigation will be updated.

Event description:
It was reported that during a routine follow up the battery longevity of this device decreased from greater then two years to less then three months since the last check. It was alleged that this device exhibited premature battery depletion. A review of the device data by engineering noted that the power consumption of the device was increasing steadily and the power consumption was expected to continue to increase. The longevity calculations could not be completed due to the device being interrogated with a programmer set to a date in 2004, however it was noted that the device will not deplete to elective replacement indicator (eri) battery status within sixty days. The device was explanted. No additional adverse patient effects were reported.